Event description:
Patient is a retirement aged male with history of sudden aborted cardiac death almost 3 years ago with st. Jude ICD for secondary prevention who presents from clinic after device check showed varying impedance with concern for malfunctioning lead. Two days prior, he was sitting at home when the device buzzed twice, did not recur. In the device clinic, a complete interrogation of the device was performed which revealed stable numbers except for increased impedance on the rv lead. Of note, the rv lead impedance was noted to be greater than 1600 ohms. During the interrogation in the device clinic, rv lead impedances fluctuated between 450 to 1300 ohms. Isometrics performed which did not demonstrate noise. After discussing with a st. Jude medical technical services, patient was admitted.